Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump up and down arrows not work and unable to bolus. The customer's blood glucose value was unknown. The customer was advised that the insulin pump will need to be replaced. The customer was asked to discontinue use of the insulin pump and revert to backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up and down buttons due to unlocked lcd keypad connector.